Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be completely depleted. Review of the device activity logs did not indicate that the device depleted the battery. It was determined the depleted batteries were not due to a device malfunction as the device was powered on again at zoll on 02/17/2026 using a new battery. Analysis of reports of this type has not identified an increase in trend.